Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Probable cause could be due to stress applied to the unit cable and the reported phenomenon occurred. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device cable was found with cuts causing the unit to fail the leak test. No image was observed due to faulty cable unit. The coupler base plate was observed bent causing an off centered image. The identified parts were replaced. Device was repaired. Once completed, the device was tested and passed all required testing and specifications. Root cause of the reported failure likely attributed to users¿ maintenance and or mishandling issue.

Event description:
It was reported that the device was found with an abnormal image appearance. One of the cables on the device was determined to be broken. There was no patient involvement on this report. No user injury reported.